Event description:
The customer reported a leakage at the green connector, that was not soldered correctly. There is a sample available locally, but the sample is mixed with an oncologic drug. One used sample was received. During the investigation the pvc- tube was separated from the green connector was observed. There was not enough glue at the tube insertion area. The complaint was forwarded to the production facility for further investigation. A free flow, tightness and visual inspection was performed on a retain sample of the batch without finding any non-conformities. The production documents were also investigated, there were no deviations found related to the complaint issue. It was determined by production the issue was the result of a gluing process error. Retraining was provided of all production staff to ensure the issue is corrected. A CAPA (corrective and preventive action) has been initiated for the manufacturing process.